Event description:
Info received indicates, the bed's head functions are not working.

Manufacturer narrative:
The tech found the head drive would go up but would not go down. The tech replaced the head actuator and the control box to repair the bed.